Event description:
Boston scientific crm received information that during a routine clinical follow-up, this left ventricular lead exhibited loss of capture. While no adverse patient effects were reported, the physician did confirm lead dislodgement.

Manufacturer narrative:
As a result, the device was reprogrammed with no additional intervention planned at this time. Should further details of this case become available, this event will be updated.